Manufacturer narrative:
This report is submitted on march 26, 2018, (B)(4).

Event description:
It was reported that a revision was conducted on the same day (date reported) to correct a tip fold-over of the electrode array that occurred during the implantation surgery.